Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnosis was ventral hernia and postoperative diagnosis was complex and lysis of adhesions. The procedure performed was repair ventral hernia with mesh x2 and lysis of adhesions. The patient experienced pain, recurrence, adhesions, and surgery.